Event description:
It is reported that a customer received a bad sensor alert on their insulin pump. The patient's blood glucose was at 154 mg/dl. The customer was treated for their high blood glucose with a bolus. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to low readings.